Event description:
Rn was doing a routine check on a neonate in the nicu. Nurse noted the thermometer on the air shields open warmer bed was reading the skin temperature as 33.3 degrees celsius. The air shields open warmer bed's alarm was not ringing like it should have been for a low temperature. The nurse changed the temperature probe and all of the connections were checked. The temperature probe was not believed to have contributed to the failure of this device. The air shields open warmer bed's alarm was still not working. This air shields open warmer bed was changed with a warmer unit from another bed. No injury occurred to the neonate due to the nurse's intervention. This facility's biomedical engineering dept reports that air shield open warmer beds have a recurring problem with the solid state relay that is in the heater control circuit of the warmer. The solid state relay is the electronic circuit of the bed warmer. This relay cycles the power on/off to the heating element based on the infant's skin temperature in the "skin mode," or it controls the temperature in the "manual mode" by driving the heating element based on the temperature selection of the operator. The staff are able to set maximum and minimum temperatures in the manual mode. According to biomedical engineering, the problem with the solid state relay manifests itself by either not driving the element to heat at all, or by making it heat all the time, resulting in an under/over temperature setting. The problem seems to be with the skin and air temperature switches in the solid state relay which "stick." The normal function of the alarm circuitry is to give an audible alarm to alert the operator and then it shuts the heat off. What makes this problem a pt hazard is that when the relay sticks "on," the alarm circuit has no control over the heating circuit, which can overheat the pt very quickly. The audible alarm will sound during this condition, but the unit will continue heating until the operator turns the power off. The hazard to the pt is overheating, but since these units alarm very often, the operators become insensitive to the alarms. Plus, they also know how the unit is supposed to work, once the alarm sounds, the unit should turn off, and so they may basically ignore the alarm, which can ultimately injure the pt. The recurring problem describes the alarm going off and staff not being sensitive to it. This report describes the alarm not sounding at all. It is believed each of these situations could be the result of a malfunction of the solid state relay mechanism. The biomedical engineer had several incidents at another hospital with this device, and this is the first that he can recall at this facility. It is not known how often preventive maintenance checks are performed on these warmers.